Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the external iliac artery. A 6.5x100mm supera self-expanding stent system (sess) was being advanced into a 6fx45cm introducer sheath; however, under fluoroscopy the stent looked like it was coming out. The sess was removed without any issues. The procedure was successfully completed with an absolute pro sess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported premature deployment was not observed on the returned unit and the stent was located between the markers. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.